Event description:
An olympus employee reported a problem with the bending section on the loaner device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the distal end had peeled creating a gap. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(4). During inspection and testing, service found the adhesive on the distal end had peeled creating a gap. A review of the device history record found no deviations that could have caused or contributed to the peeling and gap in the adhesive. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling adhesive was due to stress, handling, or other issues. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. The reported event (bending section problem was confirmed. Angulation was reduced due to wear on the angle wire. In addition, the acoustic lens was damaged, the adhesive on the bending section cover was cracked and discolored, the paint was peeling from the air/water nut and suction cylinder nut due to handling, the wire stopper had come off, the distal end was deformed, the grip unit was scratched, the scope body was damaged, the scope cover was scratched, the switch box unit was scratched, and the universal cord had chemical damage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.